Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿half the screen blacked out¿. The unit was triaged and the reported issue was confirmed. A small amount of contamination was observed on the printed circuit board. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 08/30/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The bottom half of the screen blacked out. The unit was not in use when the problem was discovered.